Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual and microscopic examination identified that the balloon had completely detached from the device approximately 7mm proximal to the proximal edge of the proximal markerband. The entire balloon was completely detached from the device and was not returned for analysis. A visual and microscopic examination identified a 2mm hole in the outer shaft polymer extrusion approximately 8mm proximal to the proximal edge of the proximal markerband. This damage may have occurred when the balloon became detached from the device. Multiple kinks were also noted along the entire length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. The blades and tip were also noted to be completely detached from the device and were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was reported the balloon detachment occurred. A 15mmx4mm flextome® cutting balloon® as selected for use. During unpacking, it was noted that the balloon was disconnected from the delivery catheter as it was taken out of the package. The procedure was completed with another of the same device. No patient complications reported patient status was good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the balloon detachment occurred. A 15mmx4mm flextome cutting balloon as selected for use. During unpacking, it was noted that the balloon was disconnected from the delivery catheter as it was taken out of the package. The procedure was completed with another of the same device. No patient complications reported patient status was good.